Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied three photos showing an unraveled guide wire and the product lidstock. The guide wire in the photos appears to be unraveled and shows evidence of use. No other components are included in the images. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer complaint of an unraveled swg was confirmed based on provided photos. However, complaint verification testing could not be performed as the actual complaint sample was not returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the guide wire is uncoiling when the provider tried to insert it.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guide wire is uncoiling when the provider tried to insert it.